Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 3 of 4. Reference MFR report: 3008829311-2017-00919. Reference MFR report: 3008829311-2017-00920. Reference MFR report: 3008829311-2017-00922. It was reported that during a trial procedure, the patient experienced leg pain. As a result, the leads were explanted on (B)(6) 2017 which resolved the issue.